Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he continue to have issues with air bubbles. Customer has already called in to troubleshoot and leaves the insulin out prior to use as suggested by the previous company representative. Customer stats he has sudden high and lows with the device. Troubleshooting was offered to the customer but he stated he didn't have the tubing clam or his programming written down. Tubing clamp was set tot the customer. Customer stated he will call back once he has everything so the troubleshooting on the device can be properly done. No further information reported.